Event description:
The tech alleged that the side rail will not stay up. No patient impact.

Manufacturer narrative:
The technician found a sticky substance in the side rail latch pivot. The tech cleaned the side rail latch assembly to resolve the issue.